Event description:
The line was prepped in asterial manner by the attending patient nurse. The scan began using 3.5 cc of contrast a sec into the 5cc rated power PICC. As the scan triggered to begin the scan, a noticeable drop in pressure was noted on the controller. At the completion of the scan, it was found that the exterior portion of PICC line had a slit about a 1/8 to 1/4 inch, from which clear fluid was coming and was followed by blood.